Manufacturer narrative:
One device was returned for analysis. Visual inspection found a defective (dso) downstream occlusion sensor. Functional and visual tests were performed, and the reported issue was duplicated. The cause of the reported issue was a defective downstream occlusion sensor. The downstream occlusion sensor was replaced. The service history review had no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the device was returned due to the cassette not attached error. Upon physical inspection, the allegation was confirmed that there was a defective dso sensor. There was no patient involvement, no patient injury was reported.